Event description:
It was reported that the patient's hemoglobin dropped from 10.1 grams per deciliter to 6.6 grams per deciliter on routine labs. The patient had dark stools for approximately one month, esophagogastroduodenoscopy (egd) revealed upper gastrointestinal bleed in antrum of stomach. Three hemoclips were placed on arteriovenous malformation (avm). International normalized ration (inr) at time of admission was 2.4, the patient was on aspirin and plavix at the time of the bleed. This was discovered incidentally during lab work at outpatient dialysis. The patient had been symptomatic for a few weeks prior but did not tell the healthcare providers. The patient was sent to the emergency room after labs came back. No inotropes were required but the patient received 1 unit of packed red blood cells (prbc) while inpatient. The patient was then discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.